Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the intra-op procedure the low voltage lead exhibited noise and the wrench accessory for the implantable pulse generator (ipg) would not engage with the grommet. Both the lead and the ipg were not implanted and were discarded. No patient complications have been reported as a result of this event.